Event description:
Complainant alleged that the medic and a field intern were attempting to monitor a pt (age and gender unk), but when they powered up the device the device screen intermittently displayed a dotted line and a "check electrodes" message. In addition, the device screen also displayed a blank video screen with no electrocargiograph displayed and an "electrocardiograph lead off" error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.